Manufacturer narrative:
Field a2: the exact age of this patient is unknown, however the reported age range provided was 80+.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery (cca) with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed successfully with no further complications.